Manufacturer narrative:
Date of event: (B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4318, lot #: 18467626 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation after a surgery two months ago. It was also noted that all contacts were out on the left lead. The patient underwent a revision procedure wherein the leads and splitters were replaced.

Manufacturer narrative:
Additional information was received that the surgery was not device related.

Event description:
A report was received that the patient was experiencing inadequate stimulation after a surgery two months ago. It was also noted that all contacts were out on the left lead. The patient underwent a revision procedure wherein the leads and splitters were replaced.